Manufacturer narrative:
The insulin pump was received with blank display due to broken trace at lcd board. Unable to verify button error alarm, motor error alarm due to blank display. Unable to test basic occlusion, occlusion, prime test and excessive no delivery due to blank display. Insulin pump received with minor scratched display window. The device was received cracked case display window corner. Device received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error and button error alarm. The customer's blood glucose was 387 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. It was advised to allow bolus deliveries to complete before checking any other features on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.